Event description:
Pt had a medtronic pacemaker - enrhythm with known early battery depletion advisory. Pt had device implanted on (B)(6) 2009 for sick sinus syndrome. Pt's last device check was on (B)(6) 2015 at which time battery voltage registered at 2.97v with "eri" being 2.81v. Pt was scheduled to f/u on (B)(6) 2015 as we start every 3 month checks due to advisory at 2.95v. Upon placing pt on programmer for (B)(6) 2015 appointment it was noted pt had reached eri and eol (end of life) on the same date (B)(6) 2015. Typically you have at least 10-12 weeks following reaching eri before the device will say "eol" - medtronic was contacted and had no explanation as to why eri and eol happened on the same date. Device had to be removed urgently since eri and eol happened on same date there was no way to know when device would actually quit working.